Manufacturer narrative:
Product investigation summary: one low profile neuro screwdriver blade, self-retaining, cruciform, medium, hex coupling (part 313.932 / lot uq64581) was received with the complaint category of ¿broken: tip broken preoperatively.¿ the complaint condition is confirmed. The screwdriver was received with one of the four cruciform tabs on the distal end missing. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The returned condition is consistent with the expected result from excessive force caused by the method of use. However, as the condition was noted during restocking at a facility the specific circumstances that resulted in the complaint condition are unknown. Thus, a root cause could not be definitively determined. Further evaluation shows that this device is part of the low profile neuro plating system for the insertion of the titanium low profile neuro screws. Information is provided per technique guide. A review of the current design drawing/manufactured revision was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The returned condition is consistent with the expected result from excessive force caused by the method of use. The technique guide notes that the user should replace screwdriver shafts if they are worn or damaged or if retention is not adequate and provides a warning that the devices can break during use (when subject to excessive force). However, as the condition was noted during restocking at a facility the specific circumstances that resulted in the complaint condition are unknown. Thus, a root cause cannot be definitively determined. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the: DHR 313.932 lot uq64581 rls 12/4/06 & 1/29/07 orchid. Unique manufactured the low profile neuro screwdriver blade, p/n 313.932, and lot uq64581 for po 674330. The supplier¿s certificate of conformance (dated 9/1/06 for two receipts of this lot and 1/13/07 for the third receipt) indicates that the parts were manufactured to meet the required specifications. The parts were inspected to synthes incoming final inspection sheet 313if931, rev ¿j¿ (completed 9/25/06. No mrrs were generated for this receipt, and the parts were released 12/4/06. The third receipt of this lot was received for po 674330, and was 100% sorted by orchid from mrr 121481. 141 pieces were inspected by synthes and found conforming. The third receipt was released 1/29/07. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a sealed empty package for a matrix mandible screw and a screwdriver which isn't retaining/blade is broken was discovered while a rep was restocking at a facility. No patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional date of manufacture is january 29, 2007. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.